Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced difficulty deploying three infusion sets during a supply change and believed the connectors had clicked into place when they had not, resulting in infusion set deployment and connection errors with an inset infusion set and cartridge. Symptoms included no reported clinical effects. Outcomes included no alarms and no medical intervention. Investigation included troubleshooting and education by customer support, confirmation of the shipping address, and provision of a training resource via a tutorial link, followed by a goodwill replacement order. Investigation of this case revealed user handling error related to incorrect attachment or incomplete engagement of the infusion set connector during insertion. It was concluded, based on previously established findings for similar reports, that the cause was user technique.